Event description:
The following was reported to davol by the pt: the pt has alleged that in 2006 the she underwent implanted with two composix ex hernia patches to repair a hernia containing bowel in the abdominal pelvic area. Following the implant procedure the pt alleges that she had multiple laparoscopic exploratory surgeries due to chronic severe abdominal pain. She alleges that her surgeons noted scar tissue but could not determine the definitive cause of the abdominal pain laparoscopically due to limited view of the abdominal space. The pt alleges that she was hospitalized three times for bowel obstruction and that a CT scan and MRI revealed the mesh had grown into the bowel. The pt alleges that an explant procedure has been scheduled for (B)(6) 2013.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have contacted the initial reporter to request additional info, including but not limited to, product identifiers, operative reports, and relevant test results. No lot number has been provided therefore, a review of the manufacturing records could not be conducted. Additionally, the mesh remains implanted. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00556 for info related to the other composix e/x mesh implanted in 2006.